Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. Customer's blood glucose level was not impacted. Reportedly, the customer has reused cartridges. Tandem technical support educated the customer on loading new cartridges with room temperature insulin.